Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, due to elevated blood glucose levels while wearing the pod between 4 and 24 hours on the arm. Blood glucose values were reported to have reached over 600 mg/dl. Reported symptoms included confusion, trouble speaking, and weakness. It was reported that the patient had difficulty remembering how and when to administer bolus doses after meals, leading to prolonged hyperglycemia. The patient stated that healthcare professionals diagnosed diabetic ketoacidosis (dka). Treatment during hospitalization included intravenous fluids and hydration. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.